Manufacturer narrative:
Approximate patient weight now provided.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. It is likely the emitter may have been moved during procedure. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the inaccuracy was alleged to be between 3-5 millimeters in the medial/lateral orientation. The surgeon successfully completed the procedure using navigation, however, the alleged inaccuracy did introduce extra operating room (or) time and the patient was placed in cranial mayfield pins which differed from the original plan. Optical tracking requires rigid head fixation and the surgeon had intended to do a less invasive, pinless axiem procedure. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial bone mass resection axiem procedure, the surgeon alleged that em navigation was inaccurate. A non-invasive patient tracker was placed on the patient's head and confirmed accuracy. After draping the patient, they checked accuracy, again, and deemed being inaccurate. No specific measurement, or direction, of the alleged inaccuracy was provided. Reported that the emitter may have been moved. They undraped the patient and proceeded using optical tracking. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.